Event description:
It was reported that during a procedure, the guidewire was broken. The physician replaced it with a new guidewire and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during a procedure, the guidewire was broken. The physician replaced it with a new guidewire and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the guidewire was received in two fragments. The torque device and microcatheter used with the guidewire was not returned with the guidewire. Upon magnified examination, the core wire was found to be fractured. The guidewire was slightly bent just proximal and distal to the fracture site. The guidewire was also kinked 1.0cm distal to the fracture site and bent on several other places along its ptfe (polytetrafluoroethylene) length. The ptfe coating was scrapped off just proximal to the separated site and on several other places along its length. The bending and fracture on the guidewire appeared to be due to excessive manipulation. No functional testing was performed due to the damaged condition of the guidewire. Peeling cannot be definitely determined. The observed guidewire kinking, bending appears to have been caused due to excessive manipulation during the procedure, which based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the guidewire contributing to the observed guidewire damages. Based on analysis of the device and the information available, an assignable cause of component failure has been assigned to the reported and analyzed (kink) guidewire damages.